Manufacturer narrative:
Concomitant medical products: catheter model 8711, lot # j10953r15 , explant date: (B)(6) 2015. (B)(4).

Event description:
Information was received from the company representative who indicated that the patient was referred to a neurosurgeon to analyze and possibly replace the patient's pump. The company representative indicated that the initial healthcare professional had inquired about whether the high concentration of compounded baclofen had clogged the pump or catheter and thought that this was the reason for the pump not delivering the medication. On (B)(6) 2015, information was received from a healthcare provider via a company representative who indicated that the patient had complained of an increase in spasticity. The dose and concentration of the baclofen had been increased, but the patient experienced no relief. Oral baclofen was used to compensate for the pump. The healthcare provider believed the pump was broken and had a motor stall and/or possible catheter occlusion. The logs were reviewed prior to the explant and there were no motor stalls in the logs. No troubleshooting had been performed. The patient was sent for surgical intervention on (B)(6) 2015. During the surgery, there was no csf (cerebral spinal fluid) obtained from the catheter. It was concluded that the catheter was occluded and there were small crystals reported by the neurosurgeon possibly due to the high concentration of compounded baclofen. The surgeon removed the catheter (model 8711) and replaced it with a new catheter (model 8780). The pump was also replaced, was filled with 2000 mcg/ml, and started at a dose rate of 100 mcg/day. The issue had been resolved at the time of this report. The explanted devices were sent to pathology in the hospital and were going to send back to the manufacturer for evaluation per the neurosurgeon&#62688;request. The patient was alive without injury at the time of this report. On (B)(6) 2015, information was received from a company representative who indicated that the patient&#62688;pump was filled with saline the day of the surgery (B)(6) 2015)and did not know the dose/day of compounded baclofen.

Event description:
The expected residual volume was 2-3 ml; the actual residual volume was 20 ml. The patient had compounded baclofen as high as ¿8000 mcl/mg¿. The physician suspected that the drug had crystallized. The patient was being referred to his neurosurgeon for evaluation; he had an appointment on (B)(6) 2015. No diagnostic testing or troubleshooting was performed; it would be performed in the future. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10953r15, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider who indicated that the patient's pump was two years old and had stopped working. The catheter appeared clogged from precipitated medication. The patient was taken to the operating room for a revision and a new pump was implanted on (B)(6) 2015.